Manufacturer narrative:
An evaluation was performed on the returned product and could not replicate the customer complaint for a pressure defect. Two brand new tube sets were returned for evaluation. The tube sets were attached to the pump which displayed all appropriate settings. The tube set was then functionally tested and showed no discrepancies. These tube sets functioned as intended. Smith & nephew will continue to monitor. No further investigation is required. (B)(4).

Event description:
It was reported that during a shoulder rotator cuff & knee arthroscopy using a inflow only tube set (3), that too much fluid and not holding pressure occurred letting too much fluid into the joint. It was also reported that the tubing and pumps were changed and the same thing occurred. Customer threw away the used tubing but is returning one unused. Shoulder case had to be cancelled because the shoulder was too swollen to continue. (B)(4).